Manufacturer narrative:
Conclusion information: an investigation was not possible because the product is still implanted and therefore not available. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Organic matter, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to non- adjustability is only possible by an examination. Due to missing information and the device still implanted (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A final conclusion on the suspected non- adjustability is only possible with an examination. Actions: no further actions are required as a result of the complaint.

Event description:
It was reported that a progav 2.0 shunt system (#fx440-t) was implanted. According to the complainant, the shunt system later showed adjustment difficulties. The valve ist still implanted and has not been removed. No further information regarding the product or the patient was submitted.